Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 505 mg/dl at the time of incident. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was not assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.